Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of premature labour ('her baby was born prematurely') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida and parity 1. Concurrent conditions included hypothyroidism. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced back pain ("severe lower back pain"), alopecia ("hair loss"), mental disorder ("an unbalanced mind"), menstruation prolonged ("bleeding can now last for a month"), abdominal pain ("cramps that increased sharply after the insertion"), menstruation increased ("large amounts of blood during menstruation"), nail disorder ("weak fingernails"), amnesia ("memory loss") and libido decreased ("low libido") and was found to have hormone level abnormal ("hormone imbalances"). In 2019, the patient experienced depression ("depression"). In december 2019, the patient was found to have a pregnancy with contraceptive device ("(high-risk due to hypothyroidism) pregnancy"). On an unknown date, the patient experienced premature labour (seriousness criterion medically significant) and device expulsion ("doctors cannot detect the iud on the various x-rays"). At the time of the report, the premature labour, device expulsion, back pain, alopecia, mental disorder, menstruation prolonged, abdominal pain, menstruation increased, nail disorder, amnesia, libido decreased, hormone level abnormal and depression outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, alopecia, amnesia, back pain, depression, device expulsion, hormone level abnormal, libido decreased, menstruation prolonged, mental disorder, nail disorder, pregnancy with contraceptive device, premature labour and menstruation increased to be related to essure. The reporter commented: discrepancy noted: insertion date was reported as (B)(6) 2015 and (B)(6) 2015. After three months of essure insertion, patient returned to the hospital and underwent a checkup, where it was determined that the implant was in the right place. The essure insertion was painless, she had no discomfort and was given a muscle relaxant. Patient wishes to have surgery to remove essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure not detected. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2022: case updated from invalid to valid, reporter information was updated, patient's date of birth and medical history were added, event "adverse reaction" updated to back pain, alopecia, mental disorder nos, menstrual disorder, heavy menstrual bleeding, abdominal cramps, libido decreased, nail disorder, memory loss, hormone imbalance, pregnancy, device ineffective, depression, premature labor and device expulsion. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of premature baby ("her baby was born prematurely") in a 40 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of parity 1 and gravida. As concurrent condition the report mentioned hypothyroidism. On (B)(6) 2015, the patient had essure inserted. In 2015 she experienced back pain ("severe lower back pain"), alopecia ("hair loss"), mental disorder ("an unbalanced mind"), menstruation prolonged ("bleeding can now last for a month"), abdominal pain ("cramps that increased sharply after the insertion"), menstruation increased ("large amounts of blood during menstruation"), nail disorder ("weak fingernails"), amnesia ("memory loss") and libido decreased ("low libido") and was found to have hormone level abnormal ("hormone imbalances"). In (B)(6) 2019 she experienced pregnancy with contraceptive device ("(high-risk due to hypothyroidism) pregnancy"). In 2019 she experienced depression ("depression"). On unknown date she became a premature baby (seriousness criterion medically important) and experienced device expulsion ("doctors cannot detect the iud on the various x-rays"). At the time of the report, the pregnancy with contraceptive device had resolved. The outcomes for premature baby, device expulsion, back pain, alopecia, mental disorder, menstruation prolonged, abdominal pain, menstruation increased, nail disorder, amnesia, libido decreased, hormone level abnormal and depression were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was reported as live birth of a child with health problems. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, amnesia, back pain, depression, device expulsion, menstruation prolonged, menstruation increased, hormone level abnormal, libido decreased, mental disorder, nail disorder, pregnancy with contraceptive device and premature baby to be related to essure administration. The reporter commented: discrepancy noted: insertion date was reported as (B)(6) 2015, after three months of essure insertion, patient returned to the hospital and underwent a checkup, where it was determined that the implant was in the right place. The essure insertion was painless, she had no discomfort and was given a muscle relaxant. Patient wishes to have surgery to remove essure. Diagnostic results (normal ranges are provided in parenthesis if available): [x-ray] (date unknown): essure not detected. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: upon review listedness of event premature baby was amended / changed from listed to unlisted. Company considered the event as unrelated to essure. All events were considered to be non-serious incidents (downgrade). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature labour ('her baby was born prematurely') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida and parity 1. Concurrent conditions included hypothyroidism. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced back pain ("severe lower back pain"), alopecia ("hair loss"), mental disorder ("an unbalanced mind"), menstruation prolonged ("bleeding can now last for a month"), abdominal pain ("cramps that increased sharply after the insertion"), menstruation increased ("large amounts of blood during menstruation"), nail disorder ("weak fingernails"), amnesia ("memory loss") and libido decreased ("low libido") and was found to have hormone level abnormal ("hormone imbalances"). In 2019, the patient experienced depression ("depression"). In (B)(6) 2019, the patient was found to have a pregnancy with contraceptive device ("(high-risk due to hypothyroidism) pregnancy"). On an unknown date, the patient experienced premature labour (seriousness criterion medically significant) and device expulsion ("doctors cannot detect the iud on the various x-rays"). At the time of the report, the premature labour, device expulsion, back pain, alopecia, mental disorder, menstruation prolonged, abdominal pain, menstruation increased, nail disorder, amnesia, libido decreased, hormone level abnormal and depression outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, alopecia, amnesia, back pain, depression, device expulsion, hormone level abnormal, libido decreased, menstruation prolonged, mental disorder, nail disorder, pregnancy with contraceptive device, premature labour and menstruation increased to be related to essure. The reporter commented: discrepancy noted: insertion date was reported as (B)(6) 2015 and (B)(6) 2015. After three months of essure insertion, patient returned to the hospital and underwent a checkup, where it was determined that the implant was in the right place. The essure insertion was painless, she had no discomfort and was given a muscle relaxant. Patient wishes to have surgery to remove essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure not detected. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.